Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
MDR submitted in error. Product not available for use in the us.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal fusion procedure using rods. Approximately six weeks post-operatively, the patient presented with pain and was admitted to the hospital. The patient underwent a revision surgery where two rods were found to be broken. No further details are known at this time.

Manufacturer narrative:
Updated information initial MDR filed in error. Product is not available in the us and therefore does not require us MDR submission.